Event description:
It was reported that during a da vinci s hysterectomy procedure, a hole was observed on the monopolar curved scissors (mcs) tip cover accessory, which was installed on the mcs instrument. The surgeon decided to test the tip cover and put the instrument against the uterus that was being removed. Energy was applied to the instrument and arcing was observed from the instrument tip to the uterus. The mcs tip cover accessory was removed and replaced and the planned surgical procedure was completed. The site also indicated that their valley lab fx electrosurgical unit (esu) setting was at 40w in coag fulgurate mode. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and holes burnt through the silicone. Two adjacent .010" holes are located .365" and .380" above the silicone to sleeve interface. The holes exhibit localized melting, indicating that arcing events occurred. The tears include a .150" long tear at the tip and a couple of smaller tears on the opposite side of the holes. Per the reported esu settings used, the high settings may have contributed to the arcing event. The electrosurgical unit (esu) settings and footswitch cables instructions for use specifically states: warning: do not exceed the 3kv peak limit. Do not use monopolar instruments with "cut" settings. Doing so may result in electrical arcs and alternate site burns. The corresponding maximum generator power settings to stay below the 3kv limit are as follows: esu model: valley lab fx. Mode: coag fulgurate. Max power setting: 38 watts.